Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an open CABG, it was found that the distorted clip came off the cartridge inside the package at feeding after the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m5299x or m5285t or m5200e or m5206m. The analysis results confirmed that the lt100 cartridge was received in good visual condition. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 4 clips as intended. The clips were form as intended and conforming to our manufacturing requirements. Event described could not be confirmed. There were four batches associated with the lot number provided, all four batch records were reviewed and no anomalies were noted during the manufacturing process.